Event description:
Pt was hospitalized from (B)(6) 2011-(B)(6) 2011 for hyperglycemia. Pt's blood glucose was 510 mg/dl at 7:00 a.m. On (B)(6) 2011, he delivered 7 i.u. Of insulin via the infusion device. Blood glucose was 543 mg/dl at 8:00 a.m., and he drank water and delivered insulin via the infusion device. Blood glucose was 494 mg/dl at 9:00 a.m., and his diet counselor delivered 6 i.u. Of insulin via the infusion device. Blood glucose was 498 mg/dl at 10:50 a.m., and pt vomited and felt very sick. The diet counselor detected the insulin cartridge was empty, and the infusion device did not provide the correct error message. Pt was transported to the hospital by ambulance and was hospitalized until (B)(6) 2011. Pt's blood glucose then elevated to 230 mg/dl at 6:00 p.m. On (B)(6) 2012, the diet counselor changed the cartridge and the infusion set and noticed an abnormal noise when the piston rod was retracting. She also noticed the infusion device display was "flickering". She removed and reinserted the battery and the infusion device functioned. At 8:10 p.m., the diet counselor realized the infusion set luer (competitor's product) had separated from the adapter, and pt's blood glucose was 406 mg/dl. She delivered 21 i.u. Of insulin via the infusion device. Blood glucose was 430 mg/dl at 10:00 p.m., and she administered an additional 5 i.u. Of insulin via the infusion device. Pt did not start a new medication or have an infection, and his normal blood glucose level is unk. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.